Manufacturer narrative:
Other text: b3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displays "check syringe plunger sensor." Patient involvement unknown.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked on the bottom case. The tamper seal was not broken. Review of the event history log (ehl) showed check syringe plunger sensor. The device was powered on during the functional test and the reported issue was duplicated. The plunger holders were resting on the flange holder when fully retracted and caused check syringe plunger sensor to trigger. Per the technical service manual, ensure the syringe barrel clamp, flange holder and plunger holders are properly engaged, and the holders move freely. As a result, preventive maintenance was performed and passed all functional tests when the plunger drive was moved out slightly from pump housing. A service history review identified no indication that the complaint was related to a service of the device within the review period.